Manufacturer narrative:
(B)(4). The enterprise was returned for analysis inside of a prowler select plus, which indicates that the stent delivery system and microcatheter were removed as a unit, resulting in a loss of cerebral target position. Based on the condition of the returned devices, this event meets the required criteria for MDR reporting. [Complaint conclusion]: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician could not advance the 4.5mm x 22mm enterprise (enc452200/11001893) stent vascular reconstruction device through the unspecified microcatheter before it reached the aneurysm position. The enterprise was replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was new and stored/handled according to the labeling instructions. The device was packaged securely as expected. There was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The enterprise stent delivery system was received inside of a prowler select plus microcatheter, indicating that the enterprise and prowler select plus were removed from the patient as a unit, resulting in a loss of cerebral target position. No further information could be obtained. A non-sterile enterprise, prowler select plus microcatheter, and an unspecified y-connector and valve were received inside of a pouch. A second introducer tube was received inside of the same pouch. Upon receipt of the device, visual inspection was conducted. The enterprise delivery wire and stent were found inside of the prowler select plus microcatheter. There was no apparent damage noted to the enterprise device and prowler select plus microcatheter. The received y-connector and valve were inspected and were found broken. There were no other visual anomalies observed during the visual inspection. After the visual inspection was conducted, the enterprise and prowler select plus were flushed with a lab sample syringe. Residues of dried blood exited the distal tip of the microcatheter as the devices were being flushed. The enterprise delivery wire was advanced through the microcatheter, but slight resistance/friction was encountered during advancement. The stent became deployed from the delivery wire during functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report of impeded in microcatheter was not confirmed since the delivery wire could be advanced through the microcatheter during functional testing despite slight resistance/friction. The cause of the resistance may have been insufficient flush. The presence of dried blood suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Impeded in microcatheter is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ neither the product analysis nor the device history record review suggests that the failure could be related to the enterprise manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and insufficient flush, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00833 & 1226348-2019-00834.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician could not advance the 4.5mm x 22mm enterprise (enc452200/11001893) stent vascular reconstruction device through the unspecified microcatheter before it reached the aneurysm position. The enterprise was replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was new and stored/handled according to the labeling instructions. The device was packaged securely as expected. There was no damage noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The enterprise stent delivery system was received inside of a prowler select plus microcatheter, indicating that the enterprise and prowler select plus were removed from the patient as a unit, resulting in a loss of cerebral target position. No further information could be obtained.